Event description:
The account generated falsely elevated architect ca19-9xr results on two patient specimens. Patient 1 tested architect ca19-9xr of 82 u/ml, but repeated at 24 and 25 u/ml. Patient 2 tested architect ca19-9xr of 60 u/ml, but repeated 48.5, 47, 45 and 39 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 30042m500. Acceptance criteria were met, which indicates acceptable product performance. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not charged over time and concluded that the reagent lots included in the analysis (including lot 30042m500) read patient results consistently. A review of the architect ca19-9xr package insert was performed. Additionally, this issue was limited two discreet patient samples and the complaint text indicates the issue could be due to sample handling. Based on this evaluation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.